Event description:
An alarm was reported, initially alarm 2 followed by alarm 26, associated with an occlusion issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. The customer experienced frequent occlusion issues but declined further assistance, leading technical support to close the case.